Event description:
A customer reported a sys would not build enough vacuum during a procedure. The sys was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).